Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Concomitant medical products: model number/catalog number: sc-8120-50; serial number: (B)(4); batch/lot number: 207851a; model/catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain on the implant sites. It was noted that the patient also had inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.